Event description:
Using unidentified latex gloves over a period of 20 years. During this time, from 1979 to 1999, nurse allegedly developed a latex allergy. Ssl americas, inc was notified of the process of litigation involving many companies. It is unclear that their device was used or caused any injury to the pt.